Event description:
I had a tummy tuck on (B)(6) 2016 and cohera tissue glue was used. It never dissolved in my body and had to have surgery (B)(6) 2017. From (B)(6) 2017 I was going to doctor office every other day to have fluid drained until last surgery fluid level kept going up. Mid (B)(6) 2017 I had a drainage tube and had to keep a (B)(6) pad over it to catch fluid. It had to be changed 3x a day. From first surgery to last doctor had to place approx 5 different tubes due to different circumstances. Last surgery doctor had to open me completely back up and scrape material out. I still have some samples in my freezer. Can you tell me if anyone else has had similar experience with this product? I called the company numerous times to no avail - no one would call me back. Until early morning on way to last surgery twas a bit late by that time. I need to speak with someone for months leading up to this point. Would appreciate any info you could pass on to me. Thank you. (B)(6).